Event description:
It was reported that the customer insulin pump got suspended and not giving her any insulin. The customer's blood glucose level was unknown mg/dl. The customer wanted to resume delivery on the insulin pump. The customer was transferred to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.